Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic wedge resection, the stapler can't close when squeezed the handle. Another handle and reload used to complete the case. There was no patient injury.